Event description:
It was reported that during a sheathed insertion of the iab, the balloon would not inflate completely. As a result of this, the assembly was removed and replaced. There were no associated pt complications.